Event description:
It was reported that the patient line of an unspecified quantity of amia automated pd cycler sets were difficult to disconnect from the transfer set. This occurred during use of the devices for peritoneal dialysis (pd) therapy, when the patient was disconnecting from therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.